Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), h6 (type of investigation, investigation findings, component codes and investigation conclusions). The failure analysis and testing dept. Received part with a reported unit failure of the battery runtime test at 15 minutes. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per the cs300 service manual part number: 0070-00-0689 rev w. Confirmed that the battery fails the runtime test at 15 minutes. No root cause defined. Retaining the part in the failure analysis and testing department per procedure number: 0002-07-d008 rev. Ar. The non-conformance's with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
No UDI is provided as no model, catalog, serial number for the affected device have not been provided.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during annual pm, the cs300 intra-aortic balloon pump (iabp) unit failed battery test. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Customer changed batteries and charged the unit overnight for (18) hours. Then customer ran the battery test and it failed after about 15 minutes. Customer opened up the battery box, and one of the batteries had the first cell was very hot. Replaced that battery. Customer then did the same, charged the unit overnight for (18) hours, and then ran the battery test which passed.